Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. During support, the patient experienced recurrent runs of ventricular tachycardia (vt). It is unknown how this was addressed during this occurrence seeing as though the patient had a history of runs of vt, but the patient remained on impella cp support.